Event description:
During application of capio suture, bullet part of suture broke off from applicator, causing it to be retained in the peri urethral tissue area. Surgeon left it saying that it will cause more harm to patient on trying to remove it.